Event description:
It was reported that during operation inspection, the cardiosave intra-aortic balloon pump (iabp) vacuum regulator value is unstable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) stated that even if the vacuum regulator value was adjusted during equipment calibration, it remained unstable. Once the fse replaced the vacuum regulator (0103-00-0633), the value stabilized. After readjustment and confirmation of operation, the fse determined that the device remained stable and is in good condition.

Event description:
N/a.